Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was found detached from the cannula end. The facility further reported that one additional unit was similarly affected. It was indicated that patients would have pulled on the cannulas, and that the alarm system was activated due to a decrease in oxygen saturation. The devices were subsequently replaced, and no further patient consequences were reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.